Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the received information, during a hysteroscopy procedure the bipolar electrode 15fr became dented upon insertion into the cavity, preventing continued use. The procedure was completed using a bipolar electrode 16fr without any complications. The damaged material was discarded at the hospital. No negative impact in state of health reported.